Event description:
The customer reported the device was turning on by itself when on battery power only. The device was returned for further evaluation. The device was received for evaluation. A review of the device history data found keyboard errors and several other errors. The advanced trouble shooting steps duplicated the customers reported problem of the device switches on by itself while on battery power only. Replacement of the lcd board and the keyboard resolved the reported problem. After repair, the device was found to meet specifications.